Manufacturer narrative:
Concomitant medical products: product ID 5076-58 lead, implanted: (B)(6)2010. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and was rising. Also the atrial pacing capture threshold was elevated.

Event description:
It was reported that the atrial lead had high thresholds, high impedance and a fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.